Event description:
The customer reported that while in patient use the end-user stopped the driver to suction, but was not able to restart the driver. The unit was pressurized. They attempted a second time and was able to restart the driver, but the driver sounded very noisy. They also reported some type of 'burning smell" coming from the vent. The settings were the same, but just very noisy. The overheat light was not on. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
Results of investigation: the driver assembly was returned to carefusion's failure analysis laboratory. An investigation was performed and the reported issue was duplicated. At this time, carefusion will internally investigate the situation.

Manufacturer narrative:
(B)(4). Evaluation by the carefusion failure analysis technician of the alleged defective part is anticipated but has not yet begun.